Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
It was reported from the office of oral surgery partners that a hahn tapered implant ø3.5 x 13 mm experienced loss of osseointegration at tooth location #12. The patient had a reported medical history of high blood pressure and a history of chemotherapy. Bone quality was reported as type iii and oral hygiene was reported as good. The implant was placed on (B)(6) 2024 and was not placed following immediate extraction. The implant was not immediately loaded. Prosthetic restoration was completed on (B)(6) 2024. Reported patient symptoms included infection, abnormal bone loss around the implant, and pain. The implant was removed on (B)(6) 2025 using an implant driver and torque instrument. The patient's symptoms resolved following implant removal. No permanent patient injury was reported. The implant was not replaced.